Event description:
The user facility reported that during a therapeutic hysteroscopy with resection, the users had difficulty setting up the correct equipment to cauterize a cut while the patient was bleeding heavily. The users reported to have utilized a different set of equipment to stop the bleeding and complete the procedure. The users stated that the patient was scheduled for "same day surgery", but had to be hospitalized as a result of heavy bleeding. The patient's current condition is unknown.

Manufacturer narrative:
The user facility elected not to return the associated devices to olympus for evaluation. The hospital biomedical engineer tested all of the equipment used during the reported event, and found it to work appropriately. Based on the information provided by the user facility, the cause of the patient's outcome was due to user error, in that they had attempted to interface incompatible equipment. The device instruction manual instructs users to properly inspect and test the devices prior to use. An olympus field representative visited the user facility following the reported event and provided training on the setup and inspection of the equipment. This report is being submitted as a medical device report in an abundance of caution. Reference manufacturer report number 9610773-2009-00012 for the associated high frequency cable used in this reported event.